Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement and rewind tests. The motor was tested outside of the device, and it passed. The pump alarmed during the basic occlusion test due to a loose/flush drive support disk. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. No further info reported.